Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm and blank display. It was also reported that display screen was scratched as pump was dropped a lot and was exposed to moisture. Customer's blood glucose was unknown. Insulin pump would be replaced.